Manufacturer narrative:
The down-key does not respond. The contact surface of the button is oxidized and prevents electrical contact. The snap dome of the key is not without tension. The exact reason of the oxidized contact surface could not be determined.

Event description:
Patient reported the buttons on the infusion device work intermittently and require high effort. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.